Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device removal¿. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain"), abdominal distension ("bloated") and pain ("body hurts"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the back pain and pain had resolved. The reporter considered abdominal distension, back pain, medical device removal and pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device removal, lower back pain and bloated. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events lower back pain and bloated was added. On 3-dec-2019: fu2 and fu3 were process together. Social media record received. Events body hurts was added. Outcome for lower back was recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device removal¿. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In b)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal distension ("bloated") and pain ("body hurts"). The patient was treated with surgery (essure removed). Essure was removed on b)(6) 2014. At the time of the report, the back pain, genital haemorrhage and pain had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension, back pain, genital haemorrhage and pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device removal, lower back pain and bloated. Concerning the injuries reported in this case the following were reported via social media- genital bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event genital haemorrhage added, reporter added. Event medical device removal updated to back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.